Manufacturer narrative:
H3: as reported, approximately 12 yrs postop the initial r tha, the 63 y/o female patient presented complaining of right hip discomfort. Under anesthesia, the surgeon felt hip was slight unstable. There was no significant osteolysis noted on x-ray or CT scan, but surgeon feels there was slight wear and instability but no dislocation. Removed novation gxl liner. No severe wear was noted. Exchanged for lipped xle liner and increases head from 32 +7 to 36 +10. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to hospital will not release implants. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability issues and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: p-series pf plasma collarless sz 2 12/14 (cat# 118-01-02). Bone screw 6.5mm dia x 15mm long (cat# 120-65-15). Cocr fem head 32mm +7 offset 12/14 (cat# 142-32-07). Nv crown cup clstr hole 52mm group 2 (cat# 180-01-52). Platelet rich plasma kit with spray tips (cat# 620-00-02). Accelerate conc. Sys rep by 620-12-02 (cat# 620-11-02). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 12 yrs postop the initial r tha, the (B)(6) y/o female patient presented complaining of right hip discomfort. Under anesthesia, the surgeon felt hip was slight unstable. There was no significant osteolysis noted on x-ray or CT scan, but surgeon feels there was slight wear and instability but no dislocation. Removed novation gxl liner. No severe wear was noted. Exchanged for lipped xle liner and increases head from 32 +7 to 36 +10. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to hospital will not release implants.